Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composix mesh e/x (device #1). Additional emdrs were submitted to represent the two bard/davol ventrio meshes (device #2 & device #3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/ davol composix e/x and two ventrio patches on (B)(6) 2015 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against all three hernia mesh devices. It is alleged that the patient had subsequent surgical intervention. It is also alleged that the patient experienced emotional distress and the device was defective.